Event description:
It was reported that the insulin pump had physical damaged. Customer stated that the insulin pump had cracks. Customer's blood glucose was 86 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. (B)(4).